Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 4/4, patient connected. Home patient (hp) did not disconnect. Hp has two bags connected. No leaks. Heater bag only has solution. Hp cycled power and pressed go to start. The technical service representative (tsr) referred the hp to the nurse (rn). Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.